Manufacturer narrative:
(B)(4). The results of this investigation concluded that due to the state of the returned amplatzer septal occluder, sjm was unable to perform functional or dimensional testing. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the deformity seen during the procedure remains unknown.

Manufacturer narrative:
Gtin number: (B)(4).

Event description:
In a patient with a post-infarct vsd and post-surgical patch closure without dehiscence procedure, both discs of this 28 mm amplatzer septal occluder (aso) deformed cobra-shaped upon deployment. The aso was removed and reshaped, and redeployed. The right ventricular disc deformed cobra-shaped again, however, the aso was released. Five days later the aso was explanted as the aso had no beneficial effect on the degree of shunt and the patient's chf was unimproved. The defect was felt to be too large for other vsd occluders.